Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during handling of the cxi catheter during stenting and angioplasty of a peripheral artery, the hub separated. The target lesion was the anterior tibialis artery. The lesion was pre-dilated and then stented due to heavy calcification. The stent was post-dilated and when trying to manipulate the catheter to recanulize the hub separated. The physician was no longer able to guide the catheter so it was removed and replaced with another device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.